Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1 and 2 not responded. The field service engineer (fse) confirmed that the drawer module boards were faulty. The fse replaced the boards and tested the unit successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had an issue with drawers 2.1 and 2.2, where a package insert was retrieved from the back (forced in when closing the drawer). As a result, all main pyxis drawers were no longer detected on the bus, which located on ns or. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.